Event description:
It was reported that the right ventricular (rv) lead tiggered a lead integrity alert (lia) due to high-rate, non-sustained episodes and an elevated sensing integrity counter (sic). It was additionally noted that noise was observed on the electrograms (egms) which was consistent with a tip conductor cable fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.